Manufacturer narrative:
Device evaluation summary: the service engineer evaluated the ventilator and replaced the proportional solenoid (psol) printed circuit board (pcb) and the oxygen (o2) pressure transducer. After servicing, the ventilator passed all testing per manufacturer's specification and was returned to the customer. The o2 pressure transducer and the psol pcb were returned for failure investigation. The o2 pressure transducer was visually inspected and functionally tested with no anomalies observed. Conclusion: no fault found. There was no malfunction or product deficiency identified. The psol pcb was visually inspected with no anomalies observed. The component was connected to a test ventilator. The fault was isolated to component u44. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during servicing, the 700 series ventilator has failed post with an error message. The ventilator was not in use on a patient at the time of the reported event.